Event description:
It was reported that the customer administered a bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. The customer's blood glucose (bg) level subsequently decreased to 2.9 mmol/l. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.